Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric cancer resection, when the gastric tissue resection was done, there was a problem with loading the device. After the reload was installed, the handle couldn't be hold to the end. The device was no able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. New handle was used to resolve the issue in order to complete the case.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric cancer resection, when the gastric tissue resection was done, there was a p roblem with loading the device. After the reload was installed, the handle couldn't be hold to the end. The device was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. New handle was used, with the same reload, to resolve the issue in order to complete the case. There was no patient injury.